Event description:
It was reported by the affiliate that the (1) atw35 was used during a lobectomy procedure. It was reported that the instrument fired once and would not fire again. The jaws stuck open. The surgeon used another atw35 to complete the case. The or time was extended by a few minutes.